Event description:
Customer reported that a patient presented with a wound dehiscence approximately one week following abdominoplasty. The patient was returned to surgery for repair. No further information was provided.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.